Event description:
It was reported that a balloon rupture and stent damage occurred. A percutaneous coronary intervention was performed on a non-tortuous lesion with plaque located in the right coronary artery (rca). The rca was pre-dilated. A 32 x 3.50 promus premier select stent was deployed at the rca. The stent balloon ruptured and became caught in the promus premier select stent struts. The promus premier select stent t became damaged. The ruptured stent balloon was retrieved by using a non-bsc guide catheter. An nc emerge balloon was used to expand the damaged premier select stent to the vessel wall. Another promus stent was advanced to cover the previously placed premier select stent. The procedure was successfully completed. No patient harm resulted in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: a partial stent delivery system (sds) was returned for analysis. The proximal shaft was examined, and part of proximal shaft was returned for analysis. No manifold was returned with the device. The portion of device returned, from distal tip to break site is approx. 140 cm. Because the manifold/hub was broken off the hypotube and not returned, the inflation test was done via attaching the inflation device onto the broken hypotube using inflation aid. The stent profile was examined. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the max stent od at the time of manufacture within max crimped stent profile specification. The balloon profile was examined. The balloon was reviewed, and it was found to be in a partially deflated state with blood like substance visible. Tip profile was examined. A visual and microscopic examination of the bumper tip showed no signs of damage. The hypotube profile was examined. A visual and tactile examination of the hypotube found multiple kinks. The shaft polymer extrusion profile was examined, and the visual examination of the outer and inner lumen and mid-shaft section found no issues. Functional testing was performed, due to the heavy residue the device could not be inflated therefore the leak location could not be identified. Blood located in the balloon and inflation lumen indicates a rupture/leak. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture and stent damage occurred. A percutaneous coronary intervention was performed on a non-tortuous lesion with plaque located in the right coronary artery (rca). The rca was pre-dilated. A 32 x 3.50 promus premier select stent was deployed at the rca. The stent balloon ruptured and became caught in the promus premier select stent struts. The promus premier select stent t became damaged. The ruptured stent balloon was retrieved by using a non-bsc guide catheter. An nc emerge balloon was used to expand the damaged premier select stent to the vessel wall. Another promus stent was advanced to cover the previously placed premier select stent. The procedure was successfully completed. No patient harm resulted in relation to this event.